Manufacturer narrative:
This report is being filed to report zimmer biomet complaint (B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted in the patient's mouth.once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that when placing an unknown zimmer implant the mount fractured inside the implant. The doctor was able to remove the fractured portion of the mount screw from the implant. Implant remains placed without damage. Attempts have been made to obtain patient information. There was no report of patient injury or delay in procedure.

Event description:
It was reported that when placing an unknown zimmer implant the mount fractured inside the implant. The dr. Was able to remove the fractured portion of the mount screw from the implant. Implant remains placed without damage. Attempts have been made to obtain patient information. There was no report of patient injury or delay in procedure.

Manufacturer narrative:
This report is being submitted to make a correction. The initial report was submitted for an unknown zimmer implant. The fractured device was an unknown zimmer screw.

Event description:
It was reported that when placing an unknown implant, the mount fractured inside the implant. The dr. Was able to remove the fractured portion of the mount screw from the implant. The implant remains placed without damage. There was no report of patient injury.

Manufacturer narrative:
This report is being submitted to relay additional and corrected information. The following sections are being reported: b5: it was reported that when placing an unknown implant, the mount fractured inside the implant. The dr. Was able to remove the fractured portion of the mount screw from the implant. The implant remains placed without damage. There was no report of patient injury. D1: correction: unknown screw. G4: 26 apr 2019. G7: follow up 2. H1: malfunction. H2: correction, additional information. H6: method, results, conclusion codes. The reported screw was not returned for evaluation. The reported condition of "the mount fractured inside the implant." Was not confirmed. A device history record could not be performed as the reported device lot is unknown. Zimmer biomet quality management system has controls in place to ensure the distribution of conforming product and within specifications. A complaint history review could not be performed as the reported device item and lot are unknown. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.